Manufacturer narrative:
Currently it is unk whether or not the device may have contributed to the event as no product has been returned as of the date of this report. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported reservoir leaking at o-rings. Troubleshooting was performed and reservoir is returning for analysis.